Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 27-apr-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was showing every patient in the list under one unit. A technical support specialist (tss) contacted the customer and customer confirmed that the issue had been resolved and provided permission to close the case, after which the case was proceeded to closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, every patient in the facility appeared in the patient list for one unit. The customer stated that only patients assigned to that unit should appear in the list; however, the system was currently displaying all patients from the entire facility. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.